Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and sparc were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted; concurrent procedures- sacrospinous ligament fixation, a&p repair with mesh and cystoscopy. It was reported that following insertion the patient experienced extrusion, urinary & bowel problems, recurrence and dyspareunia. It was reported that the patient underwent revision of anterior & posterior colporrhaphy with excision of mesh on (B)(6) 2013 and scar tissue with cystourethroscopy and injection of indigo carmine dye, due to erosion, pelvic pain and vaginal pain. (B)(4).

Manufacturer narrative:
Reason for surgery: enterocele, vaginal prolapse after hysterectomy, sui.